Event description:
Related manufacturer reference number: 2017865-2022-00908. It was reported that the right atrial lead and the right ventricular lead exhibited noise. Both leads were explanted. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of ¿lead noise¿ was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found full breach insulation degradation adjacent to the connector boot exposing the outer coil. An external insulation abrasion exposing the outer coil was noted in one location proximal to the suture sleeve tie impression caused by friction to device can. The reported event was isolated to the exposure of the outer coil in the degradation and abrasion zones.